Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo device was implanted during a placement of transobturator tape procedure on (B)(6) 2009 for the treatment of stress urinary incontinence. On (B)(6) 2012, the patient underwent removal of exposed suburethral sling transobturator tape and cystocopy procedure. Reportedly, the patient presented to the clinic for dyspareunia and exposed foreign body in the vagina. It was revealed that the suburethral sling had eroded through the left vaginal sidewall and the exposed segment could be seen and then proceeding back into the vaginal sidewall. The tape was then excised and removed. Cystoscopy showed a trabeculated bladder, an unremarkable-appearing trigone, left-and-right ureteral orifice with jets of urine noted; lateral bladder sidewall and dome were unremarkable.